Event description:
The healthcare professional read an obituary notice for one or their pts that had a pain pump implanted on her last visit to the hospital. The pt was to be cremated, the crematorium was contacted to make them aware of the implant and the risks of explosion during the cremation process. The device was removed before cremation. No cause of death was provided.